Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a study with lots of vertical blue lines and wanted to have it reviewed. A copy of the study was provided for evaluation. There was no harm to the patient. There will be a repeat procedure scheduled on a different day with need for additional anesthesia.

Manufacturer narrative:
Additional information: device evaluation the accuview graph from the study was returned for evaluation. The investigation found high ph readings in the graph throughout entire study. The investigation identified the root cause of the reported event to be ph sensor fault. Corrective actions have been undertaken to prevent reoccurrence of this event. The failure identified on this customer returned sample is a known issue and is addressed in the risk management file. No update to the risk management file is required at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a study with lots of vertical blue lines and wanted to have it reviewed. A copy of the study was provided for evaluation. There was no harm to the patient. There will be a repeat procedure scheduled on a different day with need for additional anesthesia.